Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code, device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.